Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Approximately 6 months post procedure the pt was reassessed for symptoms of vaginal drainage and vaginal erosion. Partial removal of the sling has been scheduled. The pt remains continent. The device will not be returned for evaluation. Therefore, no failure analysis will be available. Co's directions for use outline as potential complication: "the following complications have been reported as consequences which amy occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materilas: pelvic sensitivities and tissue erosion.